Event description:
The pt was implanted with a left ventricular assist device (lvad). During review of the pt's chest x-ray, due to a percutaneous lead infection, the surgeon noted a partially detached outflow graft bend relief. The pt is asymptomatic.

Manufacturer narrative:
This situation is being addressed through the MFR's corrective/preventative action sys and an urgent med device correction notice 2916596-2/24/12-001-c was sent to customers. The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.